Manufacturer narrative:
During investigation of the complaint, the customer supplied three (3) data files on (B)(6)2020. Thermo fisher's scientific's r&d group analyzed the files on 03-nov-2020 and confirmed twelve (12) false positive patient sample results in the data files provided. There were no reports of serious injury or death. Thermo fisher scientific confirmed the false positive patient results were reported out of the lab and communicated to the ordering physician and/or patients, which were subsequently corrected. In review of the data, it appears that the customer's improper sealing of the plate may be the cause. The customer was advised to ensure proper plate sealing prior to pcr thermocycling.

Event description:
Customer reported false positive results while using the taqpath covid-19 assay kit. The lab reviewed their positivity rate and decided to rerun some samples. When a portion of the positive samples were rerun, 12 of them came back as negative. Customer believes contamination may be the cause. A possible root cause of the contamination is believed to be improper plate sealing by the customer.